Event description:
This is being reported as a pt safety concern. This was reported back on (B)(6) 2015 but was the only event that had been reported. Since that date it has been reported to risk that there have been several cases of extra or shortage of sponges in the raytec sponge bundle. This was the first event that risk became aware of. It was reported that in this case there were 11 raytec sponges in the pack on initial count. They were removed from the room and eventually turned over to medline representative the lot number 14ub2268.